Event description:
It was reported that patient underwent hip procedure on (B) (6), 2007. On (B) (6), 2010, patient got off his tractor and started walking away when he felt a "crunch" and the hip collapsed. X-rays showed the femoral stem had fractured at the taper section of the stem. Revision procedure was performed on (B) (6), 2010. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No further complications have been reported. Evaluation of the stem showed that it was in relatively good condition, apart from the fracture. There was still some bone attached to the stem which indicated good fixation into the surrounding tissue. The stem had no significant signs of deformation and measurements showed that it had been manufactured to within the drawing tolerances. The certificate of conformity detailed that the material was in accordance with iso (B) (4). The articulating surface of the taper adaptor was in very good condition with no visible wear. Measurement of the radiographs showed that the cup was well positioned in the patient. The evidence on the fracture surface indicated that the component fractured due to fatigue. The fracture occurred in the taper region of the stem, just within where it sits inside the taper adapter for the head. The patient was very active and therefore, the component may have been subjected to higher loads than average. (B) (4).